Event description:
The pump was returned to the biomedical engineering department with an unsigned note that stated, "would not alarm." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone while on the low volume setting. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.